Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a battery issue and shut down. There was no harm reported to the patient.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). Getinge field service engineer (fse) unable to duplicate problem but found error codes 62 and 66 in error logs. Replaced cs300 main board(d670-00-0788 ). Ran and passed all performance and function test.

Event description:
N/a.